Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when high pacing lead impedance was observed. The lead was capped and replaced on (B)(6) 2018. The procedure went well, and the patient was discharged.